Event description:
There was a sensor error with the ultrasound catheter after placed into the patient. Clinical site notified mfg rep directly about event and to coordinate return of the device. Manufacturer response for ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter).